Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device expulsion ("migration of essure: uterus") and pelvic pain ("pelvic pain/ pelvis pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: ortho tri-cyclen. Concurrent conditions included inflammation, nerve pain, anxiety, depression, degenerative disc disease and spinal column stenosis. Concomitant products included benzatropine (benztropine) and meloxicam (vivlodex). In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain/ abdomen pain"), back pain ("back pain/ lower back pain"), menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal vaginal bleeding/ abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("painful menstrual cycles/ dysmenorrhea (cramping)"). In 2013, the patient experienced migraine ("migraine headache/ migraines"), fatigue ("fatigue") and headache ("headaches"). In 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and dysgeusia ("a metallic taste in her mouth/ metal taste"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain lower ("excessive cramping") and feeling abnormal ("brain fog"). The patient was treated with ibuprofen and surgery (on (B)(6) 2016 total hysterectomy (uterus and cervix removed) and patient underwent hysterectomy to remove the essure device). Essure was removed in (B)(6) 2016. At the time of the report, the uterine perforation, device expulsion, dyspareunia, abdominal pain lower, feeling abnormal, dysgeusia, migraine, fatigue, menorrhagia, headache and vaginal haemorrhage outcome was unknown and the pelvic pain, dysmenorrhoea, abdominal pain and back pain was resolving. The reporter considered abdominal pain, abdominal pain lower, back pain, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, menorrhagia, migraine, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment for her symptoms. Most recent follow-up information incorporated above includes: on 7-feb-2019: pfs received. Reporter's information was added. Event added: she did not undergo essure confirmation test. Event outcome was updated. Treatment drug, concomitant drugs and medical history was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device expulsion ("migration of essure: uterus") and pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain") and back pain ("back pain"). In (B)(6) , the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("painful menstrual cycles"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain lower ("excessive cramping"), feeling abnormal ("brain fog"), dysgeusia ("a metallic taste in her mouth"), migraine ("migraine headache"), fatigue ("fatigue"), menorrhagia ("menorrhagia") and headache ("headaches"). The patient was treated with surgery (on (B)(6) 2016 total hysterectomy (uterus and cervix removed)). Essure was removed in (B)(6) 2016. At the time of the report, the uterine perforation, device expulsion, pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain, back pain, abdominal pain lower, feeling abnormal, dysgeusia, migraine, fatigue, menorrhagia, headache and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, menorrhagia, migraine, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment for her symptoms. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet received: reporter information, patient demographic, events (abnormal bleeding (vaginal, menorrhagia), headaches, perforation (uterus), migration of essure: uterus) were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), dysmenorrhoea ("painful menstrual cycles"), abdominal pain ("abdominal pain"), back pain ("back pain"), abdominal pain lower ("excessive cramping"), feeling abnormal ("brain fog"), dysgeusia ("a metallic taste in her mouth"), migraine ("migraine headache") and fatigue ("fatigue"). The patient was treated with surgery (patient underwent hysterectomy to remove the essure device). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain, back pain, abdominal pain lower, feeling abnormal, dysgeusia, migraine and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, migraine and pelvic pain to be related to essure. The reporter commented: patient sought treatment for her symptoms. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.